Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not providing enough oxygen to the patient. The patient reported that his blood oxygen levels were very low and he was admitted to the hospital for 10 days.the device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed the investigation of an everflo that allegedly was not providing enough oxygen to the patient. The patient's blood oxygen saturation levels were very low and the patient was admitted to the hospital. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device was tested and was found to operate and alarm to design specifications. The oxygen output and pressure readings were within design specifications. The manufacturer concludes the device did not cause or contribute to the patient's blood oxygen saturation to decrease.